Event description:
It was reported that approximately three years after the implant of this right atrial (ra) lead, a high pacing impedance and inconsistent pacing thresholds were noticed, it was suspected that a fracture occurred. The physician decided to explant and replace this lead. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. X-ray evaluation indicated that the outer conductor coil was fractured which was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that approximately three years after the implant of this right atrial (ra) lead, a high pacing impedance and inconsistent pacing thresholds were noticed, it was suspected that a fracture occurred. The physician decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.